Event description:
It was reported that the flotrac is broken at the top of the white plastic ft transducer case where the patient side of the tubing meets the white plastic. It is a clean break.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00449 for the other associated device information. It was reported to boston scientific corporation that two autotome rx sphincterotomes were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010 according to the complainant, during the procedure the physician was unable to make a cut with the autotome rx sphincterotome. A second tome was used and failed in a similar manner. The procedure was completed with a third autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Customer report was confirmed. Received one incomplete flotrac kit. Zero-stopcock was broken off at uv bond joint with flotrac housing. Damage occurred at flotrac housing male luer. Broken luer and bonded stopcock was not returned with the unit.